Manufacturer narrative:
Method: device history reviewed for the product prior to carmeda coating. Results: device history review found the device met mfg specifications. Analysis: the unit as returned, is bloody. Device evaluation confirms the reason for return; a horizontal crack is seen in the housing located near the backplate joint. The material fracture is noted above the joint, in the solvent bonded area, and measures 1.5 inches in length. Pressure testing performed at 2 psi noted a leak coming from the area of fracture. Although no discoloration of the plastic housing is observed, the device damage seen is consistent with exposure to a non-compatible substance. Contact with the substance could attack (or weaken) the plastic making it susceptible to fracture. Review of the device history record for the uncoated unit found the device was within all mfg specifications. Conclusion: no pt event. User interface likely contributed to the reported product problem.

Event description:
Info received indicates a blood leak was noted from the device near the housing and backplate joint. The product was replaced during the case with no complication reported for the pt.